Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the pump and two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the per formance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the units passed visual examination and functional testing. Visual inspection of the controllers revealed no signs of contamination within the driveline connectors or other anomalies that may have contributed to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Visual inspection of the driveline did not reveal any anomalies or wire damage within the cable and examination of the driveline connector did not reveal any damage to the connector, recessed pins, and/or foreign material inside the connector that may have compromised the mechanical/electrical performance of the returned device. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Review of the controller log files associated with one controller revealed two electrical fault alarms logged on (B)(6) 2020 at 12:25:25 and 12:26:25; the electrical fault alarms were due to the rear stator not being connected. Review of the controller log files associated with another controller revealed two low flow alarms logged on (B)(6) 2020 at 12:28:29 and 12:59:33. As a result, the reported electrical fault and low flow events were confirmed. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms can be attributed, but not limited, to a marginal connection between the driveline and controller or contamination in the connector. A possible root cause of the low flow event may be attributed, but not limited, to the positioning of the pump and/or air trapped inside the pump housing. Additional products: d4: con410519 d10: yes, return date: 30-sep-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26, f12, f1905 h6: FDA method code(s): 4112, 10 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 d4: con410418 d10: d10: yes, return date: 30-sep-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26, f12, f1905 h6: FDA method code(s): 4112, 10 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the ventricular assist device (vad) passed the wet test but upon being connected to the controller an electrical alarm sounded. The vad was disconnected and all the connections were examined for any foreign material. None was found and the pump was reconnected and started. The electrical fault cleared but power was lower than expected for the given speed and no forward flow could be produced. The controller was exchanged for the backup and the pump restarted, but the result was the same and power was lower than expected for the given speed range. Both controllers and the vad were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 28-feb-2021, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 28-feb-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 28-feb-2021, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 28-feb-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the ventricular assist device (vad) passed the wet test but upon being connected to the controller an electrical alarm sounded. The vad was disconnected and all the connections were examined for any foreign material. None was found and the pump was reconnected and started. The electrical fault cleared but power was lower than expected for the given speed and no forward flow could be produced. The controller was exchanged for the backup and the pump restarted, but the result was the same and power was lower than expected for the given speed range. Both controllers and the vad were exchanged. No patient complications have been reported as a result of this event.